Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 566 mg/dl and over 600 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as abdominal pain and back ache. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with bolus and manual injection. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.